Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance and oversensing of myopotential noise. The patient was inappropriately shocked as a result. No additional adverse patient effects were reported.